Manufacturer narrative:
Continuation of d10: product ID: 97745 (unknown serial/lot); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient's (pt) ins was going haywire this morning and when they checked the intensity it was at 5.3 for some reason which was too high so their whole body was shaking. Caller turned the intensity down to 2.0 and they were still getting extreme vibration; the pt was in bad shape. Caller thought maybe they changed the group they were in. During call caller unlocked controller and got no device found, caller was not near pt. Agent instructed caller to be next to pt and when trying to do so call was disconnected. Agent called back and had to leave a voicemail. The issue was not resolved.